Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the patient¿s common iliac was dissected. The dissection was treated with two absolute stents with excellent result. The patient left the room in stable condition. This event was attributed to the patient having a calcified artery. Per report, when the 28fr dilator was inserted there was mild resistance but it insertion was possible. After dilating the vessel the 24fr sheath was introduced without a problem. When the 26mm retroflex 3 delivery system was introduced into the sheath a kink in the sheath was noticed. The physician pulled back the sheath, and was able to advance the delivery system and the valve. After the valve was successfully deployed and the sheath was removed a non-flow limiting dissection was noted starting at the common iliac and extending to the common femoral artery. Per additional information received from the clinical specialist there were no issues noted with the dilators or the sheath prior to use; the sheath and dilators looked normal. There was no difficulty noted while removing the sheath from the patient.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (24fr) sheath is 8mm. Per report, this patient¿s access vessel diameter was (8.0mm); access was gained via surgical cutdown; there was moderate vessel calcification and moderate tortuosity. It is possible that patient factors (calcification and/or tortuosity not appreciable on imaging, and borderline minimum luminal vessel diameter) along with procedural considerations contributed to the reported event. The kinked sheath was not returned for evaluation. Sheath kinks have been investigated and the results documented in an edwards technical summary. A review of the complaint history for kinked sheaths revealed no devices with manufacturing non-conformities that could have contributed to the reported complaint. This technical summary also outlines the current mitigations on the manufacturing floor (i.e. [Visual/ dimensional inspections and functional evaluations] and in the IFU and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that sheath kinks occurring during use in the patient have historically had a root cause related to patient factors (peripheral vessel tortuosity/calcification) and/or procedural factors rather than device factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.